Event description:
The patient was being seen for an esophageal dilation. After being dilated with the third dilator, the staff noticed the wire guide used in conjunction, with the dilator was bent and it appeared as if the springform tip was going to fall off. The patient was discharged home. The following day (5/28/99) the patient returned to the hospital complaining of abdominal pain.